Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(6) 2001 and mesh was implanted. It was reported that patient underwent endometrial ablation on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Dyspareunia; urinary problems. Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence. Post implantation patient experienced pain, infection, fistula, bleeding, dyspareunia and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that patient underwent a cystoscopy to rule out extrusion of mesh (B)(6) 2002, no evidence of mesh extrusion when examined. On (B)(6) 2008, the patient underwent removal of ovarian cyst. No additional information was provided.